Manufacturer narrative:
Device evaluation the baerveldt shunt was returned to the manufacturer. Visual inspection using 12x magnification shows the product is contaminated, dust particles and small fibers are present. This is expected as the product was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The product was cleaned using 2% liquinox, purified water and a swab. The result of the flow test pass. The tube was not clogged. The reported complaint could was not confirmed. Manufacturing records were reviewed and th baerveldt glaucoma implant model bg102-350 was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the manufacturing record review shows all products part passed the flow test. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor felt something strange about the hoffman elbow baerveldt shunt. Therefore, doctor performed a water test prior to implantation. The shunt was not used as it did not pass the water test (water did not pass into the tube). The operation was completed safely with another same model shunt. No patient injury reported as there was no patient contact.